Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her daughter¿s insulin pump has been experiencing a number of issues. The customer¿s blood glucose was unknown at the time of the incident. She went to the doctor and was told that the pump was dying. The caller said that the battery is dying every 2 days and they have had to reset the pump. They changed the reservoir and when she rewinds it to put in new insulin, the same thing happens. The pump received a low battery alert. During troubleshooting, the caller was advised that the settings and behaviors discussed may have reduced the life of the battery. The alarm history was checked for any other alarms and an unexpected restart and one other alarm was found. But, the history only goes back to (B)(6) 2017 so verification as to whether these alarms occurred more than once could not be verified. The caller mentioned that the screen is scratched, hard to read and foggy (not from moisture). The low battery alert and a low reservoir alert were found in the alarm history as well. The caller was assisted with performing a self-test and the pump passed. After troubleshooting for the unexpected restart alarm, the pump did not alarm. They stated that the pump is not doing anything because the display is blank. They said that the scratches on the screen are from normal wear and tear but that the pump is hard to read. They were advised to discontinue use of the insulin pump and to revert to the back-up plan per the doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no low battery alert, blank display, low reservoir alarm, unexpected restart alarm, signal too low alarm and unexpected resetting noted. Pump received with broken reservoir tube lip, cracked case near display window corners, cracked on display window, severely scratched display window and cracked battery tube thread noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.